Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash on his torso, arms, and legs. The patient's lpn was applying an unknown lotion and the patient reported that the irritation was healing.